Event description:
Getinge became aware of an issue with one of surgical lights - powerled. It was stated the both lights shut off during surgery. After the power was cycled the light lights up. There was no adverse outcome for the patient and the customer did not stated any delay in medical procedure. There was no injury reported, however, we decided to report the issue in abundance of caution as the turning off the lamp during procedure may cause serious injury in case of event reoccurrence.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. The device reference number for the medical device referred to in this medical device report cannot be verified, and therefore, no UDI number can be provided.

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - powerled. It was stated the both lights shut off during surgery. After the power was cycled the light lights up. There was no adverse outcome for the patient and the customer did not stated any delay in medical procedure. There was no injury reported, however, we decided to report the issue in abundance of caution as the turning off the lamp during procedure may cause serious injury in case of event reoccurrence. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The claimed device was being used for patient treatment when the event took place. Maquet did not receive enough information to conduct the technical investigation. It is not possible to determine the root cause and therefore the factory investigation report cannot be performed. In case of new relevant information, the case will be reconsidered. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).